Event description:
Facility reported a damaged valve from the flow equalizer. The machine was in bypass and allegedly, the high dialysate pressure was going around to the back of the dialyzer into the pt causing a rapid weight gain. This is a preliminary report. Add'l pt and machine info has been requested.